Manufacturer narrative:
(B)(4). Visual examination of the returned product/provided pictures identified nicks, scratches, gouges, faded etching, wear and strike marks on the impactor. The broken impactor pad was not returned; therefore, the fracture surface could not be analyzed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the instrument fractured off. There was no report of patient harm or foreign body retained by the patient. Multiple attempts have been made to obtain additional information, but no response has been received to date.